Event description:
The staple was fired and upon withdrawing the staple, the anvil did not remove with the staple and the staple and anvil could be seen protruding through the colon. This required that the surgeon do a midline incision to repair the open colon.